Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019 a 24 mm amplatzer septal occluder was deployed in the right atrium. The right disk deformed into a cobra-head shape, the device was then removed from the patient. Another 24 mm amplatzer septal occluder was successfully implanted and the procedure was completed with no adverse consequences to the patient.